Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high" on the continuous glucose monitor (cgm). Elevated blood glucose was addressed with a manual dose injection. Issue occurred in the past, therefore no troubleshooting could be performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.